Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged open book image, cosmetic damage(cracked pump), and moisture damage due to water exposure from swimming found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor .¿test p-cap and reservoir locked properly into reservoir compartment during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. Force sensor zero offset within specification. Successfully utilized crest and thus to download history files and traces. Critical pump error (open book image) alarm triggered by pump error 4 and pump error 63 critical handling alarms on (B)(6) 2021 at 10:50:01 with variable (15). Pump error 4 and pump error 63 alarm due to hardware error. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon. Customer allegation was confirmed with a blank display due moisture damage on the pcba 1. Critical pump error (open book image) alarm confirmed due to pump error 4 and pump error 63 alarms. Pump error 4 and pump error 63 alarm due to moisture damage. Customer allegation for cosmetic damage (cracked insulin pump) was confirmed during visual inspection where cracked retainer, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor .¿test p-cap and reservoir locked properly into reservoir compartment during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. Force sensor zero offset within specification (23.1mv). Successfully utilized crest and thus to download history files and traces. Critical pump error (open book image) alarm triggered by pump error 4 and pump error 63 critical handling alarms on 07/27/2021 at 10:50:01 with variable (21). Pump error 4 and pump error 63 alarm due to hardware error. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon. Customer allegation was confirmed with a blank display due moisture damage on the pcba 1. Critical pump error (open book image) alarm confirmed due to pump error 4 and pump error 63 alarms. Pump error 4 and pump error 63 alarm due to moisture damage. Customer allegation for cosmetic damage (cracked pump) was confirmed during visual inspection where cracked retainer, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error while swimming. Customer reported that they received open book image on the insulin pump screen. Insulin pump had a crack. No harm requiring medical intervention was reported. The device will not be returned for analysis.